Event description:
It was reported that there was an issue with nr891m - enduro meniscal component f3 12mm. According to the complaint description, the axis fractured 8 years post surgery. The patient had an enduro left knee tep implanted in 2014. About 1 year ago, rotation mechanism of the left leg in forced posture. The patient heard a "noise" and experienced slight discomfort at that time. Sometime later, there was instability of the joint. In the last weeks, there were also increasing unspecified complaints. The axle and inlay were replaced on (B)(6) 2022. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: visual inspection: the rotation axis has fractured below the taper. The taper of the rotation axis shows small visible damage on the surface. The rotation axis locknut (nb014206) is no longer located/fixed on the thread of the rotation axis. The breakage surface of proximal fragment as well as of the distal component shows mainly secondary damages (shiny surface). This indicates that the surface of both components rubbed against each other after the breakage. There are no hints for a material failure like foreign material inclusions or blow holes. The thread of the rotation axis nr874201 as well as the thread of the rotation axis locknut nb014206 show no abnormal visible damages. The gliding surface of the meniscal component (nr891200) shows visible and noticeable scratches and imprints (wear marks) which were possibly caused by bone cement and/or bone chips. Furthermore there are little metal abrasions/chips on the gliding surface. The locking ring (nr874202) shows visible deformation, these most likely occured during the explantation procedure. The bearing for rotation axis (nr874203) show no unusual damages. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The review of risk assessment revealed that the overall risk level ((4(5)) severity x (2(5)) probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: it could be possible that the fracture appears to have occurred due to a patient related recurring mechanical overload situation. In this context, the indicated body weight could possibly play a significant role. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.